Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from left chest pain for 4 days starting on (B)(6) 2022 and was admitted. The patient also had an elevated level of troponin. An electrocardiogram (EKG) showed no evidence of ischemia. The patient had one episode of feeling lightheaded and seeing spots while standing. The patient was treated with IV fluids and transferred to another hospital. Upon admission, the patient described a pain level of 7 out of 10. They had aching and throbbing inferior to their left breast. There were improvements in the patient after the IV fluids. The patient was started on aspirin for acute coronary syndrome (acs). An echocardiogram (echo) performed on (B)(6) 2022 revealed a left ventricular internal dimension (lvid) of 5.4 centimeters (cm) as compared to a previous result of 7.4 cm. The speed reduced from 6100 to 5900 rotations per minute (rpm). The patient was hydrated with IV fluids. The patient's chest pain resolved and their troponin normalized after the speed reduction and IV fluids. The chest pain was thought to be from hypovolemia with suction events as evidenced by the echo with the left ventricular assist device (lvad) abutting the left ventricle wall. The patient underwent resuscitation during their admission. Administration of hydrochlorothiazide was stopped and torsemide was decreased to taken as needed. Losartan was resumed at home and amlodipine was stopped. The patient was normotensive during the admission. The patient was started on aspirin (acetylsalicylic acid), taking 81mg a day. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the device abutting the left ventricle wall could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of chest pain, elevated troponin levels, lightheadedness, and hypovolemia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pulsatility index (pi). Additionally, this section states that "during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pi event is detected. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected." Section 4 of the IFU, ¿system monitor¿, explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 of the IFU, entitled "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.